Manufacturer narrative:
Additional information indicates that the user was not injured as a result of this event and had not been electrically shocked in any way. The adapter was not overly hot to the touch. The site further reported that the monitor did not return to life prior to the adapter giving off a "bad smell" and being unplugged. Pictures provided by the site do not depict any obvious damage. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Updated conclusion: the monitor ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection. Functional testing revealed that the ac adapter was unable to provide power. Supplemental testing was performed and revealed a damaged inrush current limiter. In addition, two blown fuses were also found. An inrush current limiter prevents components in series from being damaged during steady state and maximum surge current conditions. It was determined by the supplier that the maximum worst-case inrush current occurs when the line cord is inserted at the peak of a 240vac line, which happens for a brief period of time. This indicates that the component is typically not overstressed. However, a maximum inrush current event will overstress the component, causing the inrush current limiter to fail. Once the component fails, the monitor ac adapter is unable to provide power. Furthermore, the failed inrush current limiter may cause fuses in series with the component to open. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an inrush current limiter that does not have sufficient peak energy to reliably survive a maximum inrush current event, causing the component to fail, which results in the inability of the ac adapter to provide power. A supplier investigation, was opened to investigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The mac adapter is used to connect the monitor to the power supply. This monitor is used to display system performance and to change controller operating parameters. The mac adapter is not used directly with or connected to the patient. Any observed damage to the component would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
A report was received from a vad coordinator that the ac adapter for a monitor "blow up" when she plugged the monitor into the wall outlet. She further reported that it made a sound and had given off a bad smell. In addition, the adapter made a rattling sound when shaken. The issue was not associated with a patient at the time and the device was removed from use.

Manufacturer narrative:
Additional information indicates that the user was not injured as a result of this event and had not been electrically shocked in any way. The adapter was not overly hot to the touch. The site further reported that the monitor did not return to life prior to the adapter giving off a "bad smell" and being unplugged. Additional information received indicates that the site plugged the adapter into a 240 volt receptor wall outlet and that there had been no known power surges or other irregular conditions reported during the event. The site further reported that other medical equipment had been plugged into the same outlet without issue. It was reported that the patient had a monitor ac adapter "blow up" when plugging it into power, when shake the ac adapter it makes a rattle sound. The monitor ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device failed visual inspection due to a loose top cover of f1 fuse, this is related to the reported "when shake the ac adapter it makes a rattle sound". Internal inspection revealed an extensive damage to the circuitry, some components and certain areas of the board were found burnt. Additionally, the device failed functional testing due to that the ac adapter can no longer provide dc output voltage. Based on the available information, the most likely root cause of the reported event can be attributed to a faulty internal components. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.